Event description:
Information received indicates the brake casters do not hold on the head end of the stretcher.

Manufacturer narrative:
The technician found the translink was broken. The technician replaced the translink assembly to repair the stretcher.